Event description:
The biomedical engineer reported that both display screens on the central nurse's station (cns) went out.

Manufacturer narrative:
Complaint details: the customer reported on (B)(6) 2019 that the displays connected to mu-971ra; sn: (B)(6) are blank. Service requested: troubleshooting. Service provided: troubleshooting. Investigation result: the customer reported that the displays are blank. Nk (B)(6) walked the customer through bypassing the a/ac500a by connecting directly to the cns. All monitors were then displaying on the local display. The customer was advised to replace the vga male to female cable that connects the vga splitter and the cns or the vga splitter. The root cause of the issue was unable to be determined due to lack of customer response. Another issue associated with mu-971ra; sn: (B)(6) was reported on 07/08/2019 related to data loading error (different issue), which indicates that the device was in use and the issue was resolved. A review of device service history found no previously reported similar complaints. Similar tickets using mu-671ra blank display found the following ticket: (B)(4) blank display; root cause: pending investigation based on the device service history and similar tickets search, no adverse trend is suspected with this unit. The cns 9700 series manual recommends a periodic inspection of the device. It states the instrument and parts must undergo regular maintenance inspection at least every 6 months. Technical information such as parts list, descriptions, calibration instructions, or other info is available upon request from nk as well. The warranty period for this device is 8/23/2006-8/23/2008 and the device was roughly 13 years old at the time of complaint. This cns was well out of its warranty period at the time of the complaint. This product was discontinued beginning nov. 14, 2011 per the release of cns-6201a central station monitor. The cns-6201a provides all the previous monitoring capabilities with new advanced capabilities. It is also compatible with older products. The device in question is also out of the minimum support period stated in the sunset letter mbg-111114 (7 years from discontinuation). Review of the device history record (DHR) shows that the unit has no history of CAPA, ncmr, refurbishing, or other suspected defects. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. H3. Device evaluated by manufacturer? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Manufacturer narrative:
Nihon kohden's technical services walked them through the process of bypassing the video splitter by connecting it directly to the cns. They will replace the cable and/or splitter to resolve the issue. There was some interruption in patient monitoring but no patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reported that both display screens on the central nurse's station (cns) went out.